Manufacturer narrative:
Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was leaking. The clamp integrated into the peritoneal dialysis extension line was defective which led to a leak of liquid when the patient disconnected from the bag and before putting the plug on. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.